Manufacturer narrative:
Product ID, 3889-28 lot# va01zrc, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. The patient was experiencing no change in bowel symptoms; 7-8 times/day at the time in comparison with 7-8 times/day prior to the implant. It was also noted that the patient had not changed programs previously. However, the program was then changed from 3.4v to another program at 4.1v. The reporter indicated that the patient's trial was "50-50" and was told to try the implant to see if the therapy would be any better. It was also indicated that the patient's incision was still sore and hadn't healed. It was however, confirmed that the incision wasn't open. Additional information received about three weeks later indicated that the patient was still having concerns with her device or therapy but was working with her healthcare provider (hcp) or medtronic representative. It was later reported that the patient's incision never really healed and had been oozing. The patient had not experienced any fever or chills. The reporter indicated that the patient was put on antibiotics the previous week. The patient was seen by her hcp on (B)(4) 2012 and a bandage was put on the incision. The patient was told by her hcp to shut the device off for a week, and had a follow-up appointment the following monday.